Event description:
A US distributor contacted ZOLL to report that a patient developed a sore under the LifeVest equipment. Patient described the area as sores under the wires pressing in the sides. There was no alleged device malfunction contributing to the sore. The patient¿s physician prescribed an antibiotic cream for the sore. Outcome of the sore is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not Applicable.